Event description:
Device malfunction: breakage of device. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the left superficial femoral artery. The physician reported difficulty inserting the cross over sheath at the start of the interventional procedure. He felt because the profunda artery was very near and behind the superficial femoral artery, that during the initial puncture the superficial femoral artery was "pricked" through at the area of the stenosis and into the profunda artery. After the interventional procedure, during the insertion of the perclose a-t device it was reported that some resistance was felt and the foot was not deployed. The physician attempted to retract the device, but was unsuccessful. The physician moved the device slightly and retracted the device by using force. After the retraction he noticed the device was broken and only a portion of the device was removed. The distal part of the black guide remained in the pt anatomy. An x-ray was taken and the distal portion of the device was located in the profunda artery. During a planned superficial femoral artery bypass surgery the distal portion of the device was removed from the profunda artery. A 2cm long aperture was noted in the vessel wall of the profunda artery. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.